Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 497 mg/dl. The customer's most current level was 160 mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. Troubleshoot was conducted. The nurse declined to conduct high pressure testing. The caller states they would have customer follow up with doctor.